Manufacturer narrative:
As reported, the balloon of a 6/7f mynx control vascular closure device (vcd) balloon lost pressure before being pulled to the arteriotomy, after putting the device in the sheath. Hemostasis was achieved by manual compression for 20 minutes. No injury was reported to the patient. The vcd was prepped and used according to the instructions for use (IFU). The vcd was used in a coronary angiogram using a retrograde approach. Neither button 1 or 2 were depressed. The physician achieved certification on the use of mynx and had used the device several times prior to this procedure. There were no visible signs of device or package damage prior to use. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30~45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than 5mm in diameter. The puncture site did not have visible calcium or plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. The target femoral site was not previously closed with any closure less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use mynx control. No resistance or friction was experienced when inserting the vcd into the sheath. The sheath was not kinked/bent or damaged upon removal. No excess force was applied during insertion. There was little vessel tortuosity. The product was returned for analysis. A non-sterile mynx control vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Per visual analysis, button 1 and button 2 were not depressed with the stopcock open. The sealant remained in manufacturing position exposed to blood. The syringe was disconnected. The procedure sheath was not returned with the device. Per functional analysis, inflation/deflation testing was performed on the balloon of the returned device, and the results revealed a leak in the balloon. Per microscopic analysis, visual inspection at high magnification revealed a radial tear in the balloon of the returned device. A product history record (phr) review of lot f2136301 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure-in patient¿ was confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. This type of tear is typically observed when the balloon comes into contact with calcification and/or other procedural devices (such as a damaged procedural sheath, stent or vascular graft). Vessel characteristics, such as the calcium reported, may have contributed to the reported event. According to the instructions for use, which is not intended as a mitigation of risk, users are instructed not to use the device if the balloon does not maintain pressure. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Event description:
As reported, the balloon of a 6/7f mynx control vascular closure device (vcd) balloon lost pressure before being pulled to the arteriotomy, after putting the device in the sheath. Hemostasis was achieved by manual compression for 20 minutes. No injury was reported to the patient. The vcd was prepped and used according to the instructions for use (IFU). The vcd was used in a coronary angiogram using a retrograde approach. Neither button 1 or 2 were depressed. The physician achieved certification on the use of mynx and had used the device several times prior to this procedure. There were no visible signs of device or package damage prior to use.the femoral artery¿s suitability was verified on angiography, including the insertion angle (30~45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than 5mm in diameter. The puncture site did not have visible calcium or plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. The target femoral site was not previously closed with any closure less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use mynx control. No resistance or friction was experienced when inserting the vcd into the sheath. The sheath was not kinked/bent or damaged upon removal. No excess force was applied during insertion. There was little vessel tortuosity. The device is being returned for evaluation.